Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable at this time.

Event description:
The customer reported that the system displayed a communication failure error message and would not complete boot up. There is no report of patient injury associated with this event.